Event description:
Spontaneous call sq treprostinil patient with ms3 patients mother reporting that she put cartridge (nolo info available) in pump and cartridge leaked medication into pump (serial number (B)(6). Patient needs replacement pump. Can't troubleshoot issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alar occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Ref report: mw5148431.